Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed battery out limit as inserted a new battery. Customer stated he had been in the hospital for a month now and they were asking him to reconnect to the device. Customer stated he was hospitalized on (B)(6) and was recommended to disconnect from the device and go on manual injections. Hospitalized was due to gangrene and not the device. His foot was amputated below the knee. Troubleshooting was performed for the alarm and the customer was informed the alarm was caused due to the device being stored for a long period of time. Customer's current blood glucose was 129 mg/dl. A week prior from the alarm the customer had experienced diabetic ketoacidosis. It was assessed the customer was off the device until the day off the call so its unlikely that he was wearing the device when the diabetic ketoacidosis occurred, he was on manual injections during the hospitalized. He is not returning the device for analysis.